Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. The shaft, collar, and tip were microscopically examined. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-dec-2016. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected to be used. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was detached/separated .